Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing audible tones. The ICD was subsequently interrogated and patient informed there would be no further tones. The patient reported the tones continued following the interrogation prompting the patient to present for follow-up once more. Upon further investigation it was noted that an alert was triggered for high out-of-range right ventricular (rv) lead pace impedance measurements. The out-of-range measurement was duplicated upon initial testing but could not be duplicated thereafter. Other lead parameters were noted to be within acceptable limits and largely stable. A revision procedure was subsequently performed at which time the lead was tested via the device and pacing system analyzer (psa) and no out-of-range measurements could be duplicated. The lead was explanted and replaced, this ICD remains in service. No adverse patient effects were reported.